Manufacturer narrative:
Analysis not required due to expired sensors.

Event description:
It was reported the customer had inaccurate readings with their sensor. Customer's blood glucose was 235 mg/dl and their sensor glucose read 78 mg/dl. Customer also reported a low blood glucose incident where their blood glucose declined to 42 mg/dl while driving. The customer stated they had fallen asleep while driving and as a result, wrecked their car. The customer was hospitalized from the accident. Customer stated they had a concussion and memory loss from the accident. Troubleshooting also found the cannulas on the customer's sensor was not bent. Customer will have their sensor replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.